Event description:
A malfunction was reported on the pump, causing the customer's blood glucose level to exceed 500 mg/dl. The customer addressed the high blood glucose level by administering a correction injection via correction injections and did not require third-party assistance. Technical support assisted the customer in resetting the pump, after which the malfunction code did not recur. The customer was informed to continue using the pump and to contact support if the issue happened again, which the customer understood.